Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a bacterial endocarditis. Reportedly, the sales representative found out about the event when a temporary epicardial system has to be implanted. There was no additional adverse patient effects were reported. This ra lead was explanted.